Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 597 mg/dl. The customer stated that she cannot rewind her insulin pump. The customer reported that the high blood glucose levels began this morning. The customer stated she treated her high blood glucose level reading with a manual injection and it is down to 432 mg/dl. The customer declined to troubleshoot any further for high blood glucose readings. The customer stated last night she did not change the reservoir and ran out of insulin during the night causing her blood sugar to go high. The product was not returned for analysis.